Event description:
It was reported that the pt was in the hospital and the pump lost power. The pt subsequently experienced elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the pump powered up properly and experienced no re-boot events. No electrical or insulin delivery defects were found. Two reboot events were confirmed in the pump history. Insulin delivery was resumed following both events.